Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 400 mg/dl despite changing the tubing several times. The high pressure test was performed and passed. It was noted that the customer's blood glucose readings were in the 300 mg/dl range today. No further information reported.